Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump had module latch binding issue. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of module latch was confirmed and replicated during the laboratory testing. On the day of the reported event no infusion activity was recorded. The result of the laboratory testing of the suspect pump module determined that the module latch was incorrectly handled and misaligned, which caused it to not engage correctly with other modules. The results of maintenance tests on the suspect devices were observed within normal values. As an inspection the module latch was found to be incorrectly handled and misaligned, which caused it to not engage correctly with other modules, however, the latch was observed in good condition. All inspected parts were manufactured by bd. The suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was reported on 31jul2025, and time was not reported. On the day of the reported event, no connection or infusion activity was recorded. A review of the suspect pump modules error log showed no errors or malfunctions related to the issue reported on the last day of activity infusion. The following activity shows the events on the last recorded day of the suspect pump module: at 5:45 am the suspect pump module was attached to the pcu (s/n:(B)(6)) and label b. At 6:17 am the pump module was programmed for a primary infusion of rate = 1 ml/h; vtbi = 500 ml; infusion lasted thirty-three (33) minutes and then the system was powered off. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the tipsheet set loading and unloading, follow the correct close/open door procedure with two hands and correct inspection procedures. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Please replace the pressure sensors and module latch. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause for the pump had module latch binding issue is being attributed to a wrong use for the devices and misaligned, which caused it to not engage correctly with other modules. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump had module latch binding issue. There was no patient involvement.

Manufacturer narrative:
Omit: c23 - usage problem identified, d11 - cause traced to user. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of module latch was confirmed and replicated during the laboratory testing. The result of the laboratory testing of the suspect pump module determined that the module release latch was found to be assembled incorrectly, causing it to become misaligned and not engage properly with the other modules. After correctly assembling the module release latch, no further issues were observed. Following replacement of a faulty bottle side pressure sensor (incidental) asm tests on the suspect device were found to be expected with no issues observed. Internal and external inspection found all inspected parts to be in good condition. All inspected parts were manufactured by bd. The suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was reported on 31jul2025, and time was not reported. On the day of the reported event, no connection or infusion activity was recorded. A review of the suspect pump modules error log showed no errors or malfunctions related to the issue reported on the last day of activity infusion. An analysis of the logs was conducted on (B)(6) 2025, as this was the last date on which infusion was observed. At 5:45 am the suspect pump module was attached to the pcu (B)(6) and label b. At 6:17 am the pump module was programmed for a primary infusion of rate = 1 ml/h; vtbi = 500 ml; infusion lasted thirty-three (33) minutes and then the system was powered off. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the tipsheet set loading and unloading, follow the correct close/open door procedure with two hands and correct inspection procedures. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the pump that had a pump module latch binding issue is being attributed to an incorrect assembly of the module release latch, which caused it to become misaligned and not engage properly with the other modules. Note that this report lists imdrf annex a0709, c16, d0302, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump had module latch binding issue. There was no patient involvement.